Manufacturer narrative:
Device disposition presently unknown.

Event description:
It was reported that a percival valve, size 25, was implanted and explanted intraoperatively. The valve was replaced with another percival valve of the same size.

Manufacturer narrative:
Based on the event information received, there is no issue with the device and no adverse event or near-adverse event occurred. No further investigation is warranted as the event is not valve-related. Device not requested for return.

Event description:
The manufacturer received clarification that the reported valve was never implanted. The valve was dropped in the operating theatre, and therefore not used due to loss of sterility. There was no valve issue, or patient involvement.